Manufacturer narrative:
(B)(4). Batch # t5dk6x. Investigation summary: photo was received. The photo shows the device from jaws area with a pan on the channel of device and the cartridge pan can be seen in opposite position; several medical devices are present in the background. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, before used on the patient, open the packaging and noted there was a cartridge pan in the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.